Event description:
Information was received from a friend/family member regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that for the last 4-6 months the patient has had issues with the pump pocket. It was reported that patient was working with the healthcare provider to have the pump moved from the back to the front. It was noted that a pocket was not cut and the pump turned 180 degrees causing area to be tender.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that for the last 4-6 months the patient has had issues with the pump pocket. It was reported that patient was working with the healthcare provider to have the pump moved from the back to the front. It was noted that a pocket was not cut and the pump turned 180 degrees causing area to be tender.